Event description:
Reference number (B)(4). Event occured in the united states it was reported that the patient faced insulin flow blocked alarm events on (B)(6) 2025, blockage was present in the tubing. No further information is available.